Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The following physical damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump received a motor error alarm, and though the issue was resolved the patient continued to experience hyperglycemia. Her blood glucose at the time of incident exceeded 600 mg/dl, and after treating with manual insulin injections the blood glucose had reduced to 422 mg/dl by the time of call. The customer mentioned that the hyperglycemia triggered cotton mouth, upset stomach, and general lethargy. She confirmed that she felt okay to troubleshoot and inspect the insulin pump. A high pressure test could not be performed due to lack of a tubing clamp. Additionally, her health care provider ordered the customer to discontinue use of pump therapy until she gets a replacement pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.